Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged as the customer was unable to insert the usb cable into the usb port to charge the pump battery. The customer's blood glucose level was 190 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.